Event description:
The dr. Was performing a post dilatation of a wallstent in the femoral vein. On initial inflation, a 12x4 meditech pta balloon was used and ruptured. Two conquest balloon catheters were then used with the same result. Finally, after the events with the 3 different catheters, the doctor used another balloon inside a covered stent to open the area successfully.